Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received for evaluation. A pressure switch test was performed and the pump was visually inspected. The reported issue was able to be confirmed. The pressure switch test was found to be activated out of the pump's manufacturer specifications. The downstream occlusion sensor will be replaced to resolve the issue.

Manufacturer narrative:
Other text: a1, h6: additional information received stating no patient involvement- incident occurred during testing.

Event description:
Information was received that device failed occlusion alarm test. No adverse effects reported.